Manufacturer narrative:
Product evaluation: the used cartridge was returned. Viscoelastic was observed in the device. The cartridge was cleaned to verify the damage. It could not be visualized due to the viscoelastic. The nozzle has an aneurysm on the bottom. The tip has a large aneurysm on the bottom. The cartridge has evidence of handpiece placement. The cartridge product history records were reviewed and documentation indicated the product met release criteria.. The used iol was also returned. Viscoelastic is observed on the lens. The lens has been cut into two pieces typical of a removal. One optic portion also has a crack near the center. Other damage is observed which appears to be related to the removal (forcep marks/scratches). A qualified handpiece and viscoelastic were indicated. The root cause for the reported event could not be determined. The nozzle and tip were damaged. However; the damage was an aneurysm. The material was not separated. In addition, the damage started in the nozzle. (B)(4).

Event description:
A health professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the cartridge cracked so the lens split. There was contact with the patient, and the procedure was completed the same day. Additional information was provided that the event occurred prior to implantation. There was no harm to the patient. The issue has resolved.